Event description:
It was reported that during a procedure, the fiber tip broke while was inserting. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the returned fiber did not identify any detachment on the fiber tip/cap. However, analysis did identify that the fiber total internal reflection (tir) is misaligned and is no longer fixed relative to the laser firing output window, indicating a glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The test conducted confirmed there were no breaks along the fiber body. The forward firing test showed the output was below the threshold for potential patient harm. Based on device analysis results, the observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including glue failure. It is probable that the interaction between the user and device caused or contributed to the observed tir misalignment. According to the IFU, the user is instructed to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The reported fiber tp break (detachment/separation) allegation was not identified. The manufacturer has reviewed all the information and determined this event no longer meets reporting criteria for the alleged fiber break.

Event description:
It was reported that during a procedure, the fiber tip broke while was inserting. Due to this, the procedure was completed using another device. There were no patient complications.